Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak at snap cap, septum or o rings. Customer stated that reservoir barrel was damaged. Customer stated that they accidently removed the plunger and o rings from the barrel and it was filled with air and they were not able to use reservoirs. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.